Event description:
It was reported that, pt's left hip was revised due to pain and high cobalt chrome serum levels.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.